Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 650 mg/dl; cause was unknown. Customer does not recall the treatment they received while in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage.